Event description:
The device was returned for analysis after being rejected at implant when the device detected and began charging, but did not reach charge end. A manual shock was attempted, but was not delivered, so an external shock was required. The device then delivered a shock while the patient was in sinus rhythm. During attempts to reform the capacitors and measure the charge time, a charge time out message displayed. The device was not implanted. The device was returned and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event, and the patient's status was reported as "well".

Manufacturer narrative:
This report is based solely on device analysis. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) initial evaluation confirmed excessive charge time during electrical testing. The slow charge rate was caused by a firmware fault that occurred after an aborted therapy delivery. The firmware fault involves a status bit that does not get reset after an aborted therapy delivery is followed by a vf redetect. Then on subsequent charges, this status bit being set results in slow charge times.